Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that this is the first complaint received on this product code. Baxter will continue to monitor any similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4), a mirafilter IV / neonatal extension set in which a no flow occurred. According to the report, while running clinimix 14 fat free with additions (solvito 10ml and additrace 10ml) through the set the filter became blocked and the unidentified pump alarmed because line was occluding. 1830ml had passed through the filter (approx. 90%) before it blocked. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.